Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the right ventricular (rv) lead had intermittent noise and elevated thresholds, thus was the cause for the additional elective procedure. A new MRI compatible system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The root cause for the lead explant remains unknown, thus further information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead was explanted due to a product performance issue. No further information was given. No adverse patient effects were reported.